Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported that his insulin pump requires frequent battery changes. There is condensation inside the screen. The act button is sticking. No further details were provided. Customer declined speaking with the help line. Nothing further reported.